Manufacturer narrative:
Rec'd medwatch from user facility.

Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the 355sd perforated the bladder twice. The rep's request for additional info was refused -- and the rep was advised no further info could be provided. 04/20/1998 further info contained in medwatch report: "the procedure was to remove a right adenexal mass. After the procedure blood was noted in the urinary catheter and drainage bag. The pt was admitted to the hosp from short stay procedure unit. The hasson trocar was inserted without direct visualization and all other trocars were video assisted without detected perforation of the bladder." 04/23/1998 the rep called again to say she had talked to the ors and that the ors had no info about the case infact did not even know that an event had occurred. She also left the name of the ors.